Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. There was no damage to the tip; however, the guide wire exit notch was torn for a length of 3mm. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional information received stating: it was reported that during preparation of the 2.50x20 mm trek rx balloon dilatation catheter (bdc) the tip of the balloon dilatation catheter looked different than usual (not torn as initially reported). The bdc was replaced with another same size trek rx bdc and the procedure was successfully completed. After the procedure when the physician was further inspecting the device, the proximal shaft became separated. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.50x20 mm trek rx balloon dilatation catheter (bdc) was unpackaged and before use, the tip of the balloon dilatation catheter was noted to be torn. The bdc was replaced with another same size trek rx bdc and the procedure was successfully completed. There was no reported patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.